Manufacturer narrative:
With regard to this event a particle was received for investigation. Visual inspection of the particle showed a small transparent particle with smaller black particles on it. Analyses of the particle with ftir, microxrf and raman identified the clear part of the particle to consist of polyethylene terephthalate (pet). The black parts where found to be a polyethylene (pe) -adhesive containing carbon black. DHR review of the product involved revealed no anomalies. Taking into account that nature of the materials identified and it was concluded that the particle observed could not originate from the dorc phaco set. Most likely the reported event is attributable to a particle that was trapped as residue in the handpiece throughout the cycle of clinical use, cleaning and decontamination of the phacoemulsification handpiece as a result of an unintended use error.

Event description:
It was reported that during the sculpting phase of a cataract procedure , a small particle came out of the phaco needle or sleeve which was immediately removed with a forceps and surgery was finished without complications. There is no report of prolonged surgery. No actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during the sculpting phase of a cataract procedure , a small particle came out of the phaco needle or sleeve which was immediately removed with a forceps and surgery was finished without complications. There is no report of prolonged surgery. No actual patient harm occurred.